Manufacturer narrative:
This is default text configured for block h10.

Event description:
It has 114 sprays left and has stopped working [product delivery mechanism issue] no adverse event. Case narrative: this initial spontaneous report concerns of adverse events product delivery mechanism issue and no adverse event in a 66-year-old white male patient from the united states. The patient's age at the time of event experience was 66 years. On (B)(6) 2026, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. Additional significant follow up (#1) information was received on (B)(6) 2026 from patient. Information included patient details (age, weight and height), product details (strength, batch/lot number and expiration date, frequency) and narrative update accordingly. The patient was being treated with albuterol sulfate inhalation (frequency, dose and strength not reported) via inhalation route for an unknown indication. On an unknown date of 2026, the patient started treatment with albuterol sulfate inhalation 90 mcg inhaler (batch no: a125020, expiration date: oct-2027, and ndc: 69238-1291-1) for an unknown indication. The patient doesn¿t smoke or drink alcohol. The patient had no known allergies. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026, the prescription was filled, patient reported that inhaler which was supposed to provide 200 metered inhalations. It has 114 sprays left and has stopped working. The patient took it to the pharmacy, and the pharmacist tried to clean it, but it was still spraying very weakly. Last action taken with albuterol sulfate in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case was considered as serious. The reportability of this case was expedited.